Manufacturer narrative:
Investigation summary: a review of the product history was not performed during this investigation as the lot number was not received with the complaint. All device history records (dhrs) are reviewed by quality assurance prior to release. If there are discrepancies in the DHR, they are investigated as per the non-conformance procedure and this information is added to the ncr database. Photo samples were received, however without the product lot number or additional information, we are unable to conclude on a definitive root cause. The lot number is imperative in determining if the product has reached the shelf life of 60 months. Additional information would be needed to come to a better conclusion such as the length of time the dressing was used, and the type of wound the dressing was used on, was the dressing left on longer than specified on the labeling or than the wound dictates. There is always a chance that the wound care dressing did not best match the needs of the wound but without any additional information on the patient or wound, we will not be able to come to a conclusion. If additional information is provided at a later date, the complaint will be reopened and updated as required. No further actions are required at this time. This compliant will be used for tracking and trending purposes.

Manufacturer narrative:
The patient¿s gender has been added, see section a3 for gender information. Section b5 has been updated to include additional information provided by the customer.

Event description:
The customer reported that there is a fluorescent yellow/lime colored exudate being noted during the kendall amd use. Additional information was received from the customer stated that the kendall amd was being applied directly to the leg ulcers as indicated. The patient did not use his own mixture for moisturizing. The fluorescent color was noted on the kendall amd dressing when it was removed from the wound bed. No infection symptoms were noted by the customer. The wound was swabbed by the district nurses and the patient had a positive pseudomonas swab result. The patient was commenced on oral antibiotics. No malfunction of the product was observed other than the color noted on the amd dressing.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there is a fluorescent yellow/lime colored exudate being noted during the kendall amd use. Additional information was received from the customer stated that the event occurred from leg ulcers, and the patient eventually had a positive pseudomonas swab result. The patient was commenced on oral antibiotics.